Event description:
It is reported that two patients have sustained periprosthetic fractures.

Manufacturer narrative:
Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.